Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, seroma-late and granuloma.

Event description:
Healthcare professional reported left side "prominent folds", "free silicone in area of breast and axilla region","silicone-impregnated lymph nodes", "cysts", " liquid, minimal collection" and "calcifications". The device remains implanted.